Manufacturer narrative:
The system was examined and the reported event was replicated. The power supply was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 3, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the power supply. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, a system message displayed and a burning smell with visible smoke was observed. The system shut down on its own. The customer did not try to turn back on the system. The procedure was not completed. There was no harm to the patient.